Event description:
It was reported the patient had a shocking sensation around their collar bone, staring approximately three weeks prior to report. The reporter stated there is no known accident or incident related to this complaint. The reporter stated that the extension feels tight, like 'it has no slack." It was stated the patient a revision "(B)(6)," but did not give a year. The caller stated this had "happened once before. That time the wire lasted five years, this time, it only lasted three weeks." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID neu_unknown_ext lot# serial# unknown implanted: explanted:; product typ extension product ID 7482a51 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted:; product typ extension product ID 7438 lot# serial# (B)(4) implanted: explanted:; product typ programmer, patient product ID 3387s-40 lot# v045101 serial# implanted: (B)(6) 2007 explanted:; product typ lead. (B)(4).

Manufacturer narrative:
(B)(4).